Event description:
It was reported that there were concerns of premature battery depletion (pbd) on this pacemaker device. The patient was in atrial fibrillation (af). The health care professional (hcp) had been concerned for the battery longevity. The patient will be seen in near future to check for replacement procedure. This device currently remains in service. No adverse patient effects were reported.